Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - it received with the lock having rotational and lateral movement and a residue buildup was present. The swivel base needs to be replaced. To resolve noted issues, unit need new components added to replace worn internal parts along with general maintenance and cleaning. Root cause: the reported complaint was confirmed via inspection of the unit. The lock had movement and required replacement of worn internal parts. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2004).

Event description:
A facility reported that the mayfield modified skull clamp (a1059) has a broken locking knob. It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.